Event description:
Numerous low flow and pump stops while on power module. These events stopped when kept on battery. Thoratec contacted and diagnosed as "short to shield" drive line fault error. Thoratec engineer repaired drive line on (B)(6) 2014 with no further events. Primary cod: nervous system: neurological dysfunction. Death due to device malfunction: unknown. Patient death date: (B)(6) 2014.